Event description:
It was also reported that the patient experienced syncope due to loss of capture caused by intermittent high thresholds. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that observations noted that the right ventricular lead had high thresholds which seem to have started around the time of the atrial lead revision. Testing the thresholds with surface electrocardiogram did not get consistent capture. The physician will be informed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.